Manufacturer narrative:
Upon further investigation a new part number for the product involved in the event was provided. Therefore, the brand name, common device name, and device product code have updated to reflect this information. Also, the PMA/510k number and the date of manufacture have been updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for the treatment of a femoral fracture, it was observed that the quick coupling device fell apart. The surgeon stated that due to the complexity of the surgery, it was not possible to collect all parts of the device ¿in the same moment.¿ according to the report, after the repair center technician checked the device, it was observed that two small screws were missing. The reporter stated that x-ray was used to check that only the screws related to the surgery were in position. It was reported that there was no delay in the procedure as a spare device was available for use. There were no reports of injuries or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.